Event description:
A pulmonary vein isolation - rf ablation procedure for atrial fibrillation was successfully performed on the right superior pulmonary vein. During this case, while attempting to cannulate the left pulmonary vein using the lasso catheter, the tip of the lasso was locked onto the mitral valve apparatus. Attempts to disengage the tip by using clockwise and counter clockwise rotation did not succeed. When the rotation made the tip line up relatively straight, a gentle tug was applied to the lasso catheter. Unfortunately, the tip of the lasso catheter broke off. Intracardiac echo showed only mild mitral regurgitation. The procedure was aborted when the catheter fracture occurred. Upon removal of all catheters and sheath it was noted on the proximal end of the lasso (at the broken point) a tiny piece of mitral tissue was attached (the size of a 2mm long 2.0 silk suture line). A surgeon was contacted for urgent surgical removal of the catheter tip from the mitral valve. The patient was hemodynamically stable and did not report any symptoms. The surgery was successful. The patient has since been discharged to home in good condition.